Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The two additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a closure of a left common femoral artery attempted with two prostyle devices using the pre-close technique via a 6f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly with the first device, the foot did not completely retract. With a little bit more force, the device was able to be removed. The second prostyle was attempted to be pre-placed, however a cuff miss [suture retrieval issue] occurred. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and the evar procedure was completed. The suture knots of the third and fourth prostyle devices were successfully advanced to the vessel wall and tightened (worked as intended); however, complete hemostasis was not achieved so manual suturing was done via a cutdown. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed as not all components were returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.